Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to verify prime alarm due to motor error alarm. Motor passed motor test. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer also received a motor error alarm. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.